Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 18-jul--2018 with the following findings: the battery compartment was cracked below and above the grip pad. The black box verified the pump's time and date reset to default after power reboot. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 18-jul--2018.